Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels sleepy and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 534 mg/dl and 480 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: hi (B)(6) 2015 10:59am, 328mg/dl (B)(6) 2015 12:00pm, 298mg/dl n/a, 140mg/dl (B)(6) 2015 12:41pm, 182mg/dl (B)(6) 2015 04:43pm. Adverse event not reported.